Event description:
A hospital reported via a distributor that after connecting the rt104 breathing circuit to the humidifier and leaving it for several hours in standby mode, when it was used, the inspiratory side did not warm up, indicating an open circuit in the heater wire. No pt consequence was reported.

Manufacturer narrative:
The product referred to in the event description is not sold in the USA but it is similar to a product that is sold in the USA. The 510(k) for that product is k983112. The electrical resistance of the heater wire in the inspiratory tube of the rt106 breathing circuit was tested using a multimeter. The inspiratory heater wire resistance was open circuit at the crimped connector pin. A lot check showed that this was the only complaint received for this lot. Conclusion: electrical open circuits in heater wires are often associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became an open circuit post production, possibly as a result of a weak crimp connection. Further design improvements to the existing crimping machines are in progress. Our monitoring and trending of adult heater wire open circuits has a rate of occurrence worldwide in the last year.